Event description:
It was reported to medtronic minimed that the customer experienced possible hypoglycemia with blood glucose value: 500 mg/dl and was taken to the ambulance. The hypoglycemia was treated with insulin. The customer also reported blank display. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event and was not using the auto mode/smart guard feature at the time of the event. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to blank display. Unable to verify white screen display anomaly due to blank display. White screen display anomaly was unknown during testing. Unable to download history files and traces using thus or perform the carelink upload due to blank display. Pump was cut open to perform visual inspection and found severely corroded pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. No damage noted on the original battery cap. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 15-apr-2024 due to blank display. Unable to perform the history review 1 week prior to the event date 15-apr-2024 in the pump history file due to blank display. Unable to perform the functional test due to blank display. Unable to confirm alleged high bgs. Blank display was confirmed during analysis due to due to corroded electronic assembly. White screen display anomaly was unknown during testing due to blank display. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.